Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a button alarm occurred, however, the customer declined to troubleshoot the issue. Reportedly the customer reverted to manual injections for insulin therapy. There was no impact to the customer¿s blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged stuck wake button issue was verified in the pump logs, however, no failure was identified.